Event description:
The parents reported that the user's hearing performance was affected after a head trauma occurred at the beginning of (B)(6), 2023. Further steps have not been decided yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The parents reported that the recipient's hearing performance was affected after a head trauma occurred at the beginning of (B)(6) 2023. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the user's hearing performance is affected after a head trauma occurred at the beginning of (B)(6) 2023. Further steps have not been decided yet.